Manufacturer narrative:
(B)(4). Complaint conclusion: the revive passed inspection and functional testing. No damage was found to the revive. Without photographic evidence and clarification from the end user, it cannot be determined why the blood flow was not created. It should be noted that two different competitor¿s devices also did not create blood flow. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was probably used for a chronic occlusion, since it was noted that the clot was stiff. The device was returned for analysis, and the device was not damaged. Based on the information and device, it appears that clinical factors (stiff clot) may have contributed to the reported event. A review of the manufacturing documentation associated with this lot t10000 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of retrospective review and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.

Event description:
As reported via the (B)(6) study (patient ID# (B)(4)), during the procedure, four passes were performed using revive thrombectomy device (frs214522c/ t10000), but recanalization was not achieved. Additional treatment using merci and pta also failed to create blood flow (tici 0). The operator judged as a device malfunction suspecting incomplete expansion, since the clot was stiff and organized, and merci device did not expand properly. The treatment finished with a result of tici 0. Pre operation nihss was 19. Post CT showed no bleeding after operation. No additional treatment was done due to the risk of hemorrhagic complication. The following day brain CT was conducted due to anisocoria (right 3.5, left 4.0). Slight ventricular compression was observed (no brainstem compression). No change to nihss since pre operation. No bleeding at 24 hours post operation. Two days after the procedure, CT showed worsening of edema. Nihss 19, jcs 2-3 (no change), and administration of glycerol was initiated. Three days after the procedure, CT showed broad lda at right mca region and worsening of brain swelling. No change to nihss from previous day. Jcs was 10. Doctors decided to continue medical therapy. Four days after the procedure, CT showed obvious midline shift and worsening of brain swelling. Conscious level was jcs 10. Patient's response became slower than the day before and anisocoria was still observed (large left pupil). External decompression was conducted without any problem, but the patient is under unpredictable situation. Five days after the index procedure, conscious level remains jcs 3, symptomatically improving. Seven days after the index procedure, imaging showed infarct expansion and worsening of brain swelling. Administration of radicut was initiated.